Event description:
It was reported that the patient experienced retention following the miniarc precise sling placement. During a revision surgery on (B)(6) 2015, the physician noted that the sling was placed "too tight" and cut the sling at midline. Following the revision surgery, the patient was "doing well." No further patient complications were reported in relation to this event.